Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient had difficulty charging the ipg. The patient underwent an ipg replacement procedure. The patient was doing well and had improved coverage post operatively. The explanted ipg will not be returned.